Event description:
A nurse was using chloraprep applicator from IV start kit to prepare skin for IV insertion. The anticubital vein was selected for IV insertion. Prep case was cracked open in the usual fashion and several swipes of the arm were done. After swiping the arm, it was noted that there was a 4 inch superficial laceration where the prep was applied. The area was cleaned and pressure held to stop bleeding. No sutures or bandage was needed. The nurse photographed arm for documentation purposes.